Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Bronchus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 3rd stroke. What color cartridge was being used? Unknown. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? N/a. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during an unknown procedure, the distal part of the tissue could not be closed. Some staples were malformed after the second firing. The knife could not return to original position automatically. Another device was used to complete the procedure. There were no adverse consequences for the patient.